Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-jul-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse instructed the customer to clean and lubricate the spindle gear for main arm. The instrument was then working as intended. No further actions were required by field service. The most probable cause of the reported event was a dirty and dried main arm.

Event description:
On (B)(6) 2016, a customer reported error 4224: main arm z axis limit overrun with their aia-2000 analyzer. The customer was unable to run beta-hcg, lh ii, prog ii, ipth and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg, lh ii, prog ii, ipth and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.